Event description:
It was reported that the customer was taken to the emergency room for diabetes ketoacidosis. The mother also reported having bent cannulas. The mother stated that the customer was not admitted, and she treated the customer's blood glucose with a manual injection while waiting in the emergency room. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.